Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report incomplete coaptation it was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+ with a prolapsed and restricted posterior leaflet with mitral annular calcification. Two clips were implanted successfully and the procedure was concluded with a resulting mr of grade 2. Shortly after the procedure, the second clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted after the slda occurred, mr was at a grade of 1-2. No additional information was provided.